Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the burnt c-cover and signs of scorching on the metal tip was traced to component failure while the most probable root cause of the foreign objects inside the secondary water supply tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt c-cover, signs of scorching on the metal tip, and foreign objects inside the secondary water supply tube. There was no patient involvement.